Manufacturer narrative:
(B)(4). This incident is currently being investigated. We will provide a f/u report with the results of our investigation.

Event description:
A healthcare facility in (B)(4) reported to a fisher & paykel healthcare rep that a pt experienced a blockage in their endotracheal tube due to secretions during ventilation which resulted in bradycardia. The ventilation set up included an mr850 respiratory humidifier. No further consequence was reported and the pt has since been released from the ICU.